Manufacturer narrative:
This report is submitted on june 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains.

Event description:
It was reported that the patient underwent a skin graft (date not reported) subsequent to experiencing breakdown of the skin flap. It was also reported the patient experienced extrusion of the implant. The patient has developed a non-inflammatory fistula twice with the implant. The patient also has healing issues following the patient undergoing a punch press biopsy on the incision site. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2017. The patient was not reimplanted with another device, as of the date of this report. This report is submitted october 17, 2017.

Manufacturer narrative:
This report is submitted on november 01, 2017.

Manufacturer narrative:
Corrected data in g6. Correction: the previous MDR submitted on july 10, 2017, was filed incorrectly under 6000034-2016-01227 instead of 6000034-2017-01227.